Manufacturer narrative:
An event regarding fracture involving a mcreynolds adaptor was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. The fractured occurred at the root thread. Device reviewed by a material analysis engineer indicated: "device fractured in overload. The fractured occurred at the root thread". -medical records received and evaluation: not performed as patient factors didn't contribute to the event. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the examination of the device indicated the threads fractured due to overload. If additional information becomes available, this investigation will be reopened.

Event description:
During the procedure the surgeon was removing a "loose" implant and the impactor adapter shaft broke at the threads. They had another instrument available to completely remove broken piece and implant from patient. Per hospital policy the implant and broken piece were quarantined and are not available to surgeon or sales rep. There was no harm to patient and the procedure was completed successfully. This was an intraoperative event where impactor adapter shaft broke at the threads.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the procedure the surgeon was removing a "loose" implant and the impactor adapter shaft broke at the threads. They had another instrument available to completely remove broken piece and implant from patient. Per hospital policy the implant and broken piece were quarantined and are not available to surgeon or sales rep. There was no harm to patient and the procedure was completed successfully. This was an intraoperative event where impactor adapter shaft broke at the threads.